Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's tubing was bad when she opened it. Reportedly, this issue happened before insertion. The site location was her leg, and the pump was in her bra. The infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Moreover, there was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. Currently, her blood glucose level was 180 mg/dl. No further information available.